Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device was discarded.

Event description:
Surgeon performed a tibio-calcaneal joint fusion with use of an anterior standard plate and additional fixation material. Her feedback included the following: ¿all 3 olives broke above the olive.¿ indicated as an identified area for improvement for available instruments. Sales representative additionally reported that the event occurred "during the extraction from the plate. I think they had the driver in forward and the torque snapped it."